Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to a pd related issue. Additional information was obtained through follow-up with the clinic manager. The patient was a transfer on (B)(6) 2026 from a pd clinic. Prior to coming to the clinic, the patient was first seen in the emergency room (ER) at forest general on the same day with complaints of shortness of breath (sob). The patient did not receive treatment at the ER. The ER doctor sent the patient to the clinic. Upon admission to the clinic, the patient was noted to be sob at rest, increased with exertion. Lungs were congested and the patient had 2+ edema. The patient¿s weight was 14kg above edw. The pdrn spoke with the admitting md at the clinic, and they directed the patient to memorial hospital for urgent hemodialysis (hd). The patient was admitted to the hospital on (B)(6) 2026 with a diagnosis of fluid overload. The hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is not continuing pd therapy, they are doing in-center hd. The suspected cause of the fluid overload was the patient¿s pd prescription not being adequate from the initial clinic.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to a pd related issue. Additional information was obtained through follow-up with the clinic manager. The patient was a transfer on (B)(6) 2026 from a pd clinic. Prior to coming to the clinic, the patient was first seen in the emergency room (ER) at forest general on the same day with complaints of shortness of breath (sob). The patient did not receive treatment at the ER. The ER doctor sent the patient to the clinic. Upon admission to the clinic, the patient was noted to be sob at rest, increased with exertion. Lungs were congested and the patient had 2+ edema. The patient¿s weight was 14kg above edw. The pdrn spoke with the admitting md at the clinic, and they directed the patient to (B)(6) hospital for urgent hemodialysis (hd). The patient was admitted to the hospital on (B)(6) 2026 with a diagnosis of fluid overload. The hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is not continuing pd therapy; they are doing in-center hd. The suspected cause of the fluid overload was the patient¿s pd prescription not being adequate from the initial clinic.

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.